Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged being 2 centimeters inaccurate inferior. Inaccuracy was noted after the imaging system spin and placing guide wires with a non-medtronic instrument. A c-arm was brought in to confirm the wire placement. The lateral 2d images showed the wires barely in the pedical, versus the navigation system spine software that showed the wires approximately 2 centimeters further in the pedical. The 2d anterior posterior (ap) images, and the ap images on the navigation system spine software, both showed the wires in the correct location. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
(B)(4) 2015 - a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Upgraded synergy spine and synergy cranial software. (B)(4) 2015 - a medtronic representative, following-up at the site, reported when performing the navigation system check-out there were no issues, or problems, when testing.